Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial ra lead exhibited dysfunctional in bipolar configuration, noise and over-sensing for years. Oversensing of noise suggestive of electromagnetic interference. Previously, the device had detected similar episodes and the ventilation-minute sensor had been automatically deactivated. Reprogramed both sensing and atrial pacing to unipolar mode. A technical service (ts) consultant reviewed the information provided and suggested a system replacement in the near future. The lead remains implanted. No adverse patient effects were reported.